Manufacturer narrative:
G4: 03sep2020, b4: 15sep2020. The field service engineer (fse) confirmed the reported failure. The (fse) disassembled and replaced the front housing assembly and then calibrated the touchscreen. The unit passed all verification testing and the unit returned to service. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23sep2020; b4: 15oct2020. The touchscreen was returned to manufacturer to failure investigation (fi) for analysis. Reported failure confirmed. The reported touchscreen failure was verified. The root cause of the failure was determined to be physical damage to the touchscreen. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported the touchscreen of the display is not working. The unit was not in use. There was no patient or user harm reported.